Event description:
"Leaking oil onto sterile field" noted on repair request. On follow up conversation with the hospital, it was reported that oil was observed leaking onto the drapes, but not into the wound area. Motor setting were not known. No patient injury occurred.